Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
(String detached from tampon) leaving tampon inside- vagina [foreign body in reproductive tract]. Pain- vaginal [vulvovaginal pain]. String detached from tampon [device breakage]. Gone to remove tampon, string detached from tampon leaving tampon inside [complication of device removal]. I had huge difficulty trying to remove the tampon [device difficult to use]. Case narrative: consumer reported via e-mail that as she went to remove tampon, the string detached leaving tampon inside. No serious injury reported.